Event description:
It was reported that, after six hrs of device use, the tidal volume of a pt being volume ventilated was recorded as 100ml, vs the ventilator setting of 200ml. The tidal volume was restored to the set value upon replacement of the device, there were no pt sequelae.